Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing and review of the device data logs could not confirm the reported device failure to power on. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and failed to power on after it was disconnected from the power source. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The device testing could not reproduce the reported fault. During evaluation it was found that the oxygen sensor was faulty. The oxygen sensor was replaced to address this issue. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and failed to power on after it was disconnected from the power source. The device was not in use when the fault occurred, therefore, there was no patient involvement.